Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopy, the reload staples burst. The surgeon stopped using the device. There was no patient injury.